Event description:
The customer reported a leak in a lumen of the set. An inotropic medication to maintain the patient's blood pressure was not delivered due to the leak. There was no patient harm or medical intervention. No add'l event or patient info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the set has not been rec'd. A f/u report will be submitted with failure investigation results should the device be returned for evaluation.